Event description:
Patient underwent generator and lead replacement for prophylactic reasons. The explanted devices were received for analysis. Abraded openings were noted on the outer and the inner silicone tubing of the returned lead. Scanning electron microscopy images of the connector pins (marked and unmarked) show that pitting or electro¿etching conditions have occurred on the surfaces of connector pins. No obvious adverse effect was identified on the device performance as a result of this condition. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the lab. The pulse generator diagnostics were as expected for the programmed parameters. There no performance or any other type of adverse conditions found with the pulse generator.